Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the left ventricular lead dislodged due to the patient's torturous anatomy. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.